Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; however, an electronic photo was provided. The investigation is confirmed for material deformation. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced material deformation. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced material deformation. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, an electronic photo was provided. The company is still investigating the issue at this time. The device is labeled for single use. H10: g4 h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced material deformation. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is 03/31/2020. H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, an electronic photo was provided. The company is still investigating the issue at this time. The device is labeled for single use. H10: g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, an electronic photo was provided. The company is still investigating the issue at this time. The device is labeled for single use

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced material deformation. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight, and gender were not provided.